Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. Device manufacture date: unknown. Investigation summary: occurrence: unable to perform complaint lot history check for scale misaligned, unable to operate (not drawing), unable to operate (did not get dose) and glucose level due to unknown lot number. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the scale markings on the unspecified bd¿ syringes were incorrect, with the first line starting in different places on each syringe. Additionally, it was reported that 2 syringes would not draw insulin, and the consumer performed injections with them believing there was insulin inside. As a result, the consumer experienced hyperglycemia. All defects were noticed during use. The following information was provided by the initial reporter: "voicemail: consumer left voicemail stating that the scale print on the syringes are incorrect, the first line does not start at the same place on all of the syringes. 2 syringes will not draw, injected with the syringes thinking that there was insulin in them. Glucose level was high. Voicemail ended before consumer was able to leave a call back number or any other information."